Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was attempting to disassemble and exchange the proximal body for a reclaim stem when the collet teeth broke. It appeared as if the proximal body was cold welded to the distal stem as a number a things were tried to break the taper. This did add significant time to the case as the entire stem had to be removed and a new cemented stem was implanted.